Event description:
(B)(4). Essure done at (B)(6). Pain in back hip numbness pelvic pain ,head aches, copd, sleep apnea, essure, migraine out of the right tube have to get a hysterectomy in (B)(6). Also panic attacks, lung problems.